Event description:
It was reported that the patient was hospitalized and a follow up was requested to the field representative on this implantable cardioverter defibrillator (ICD). Upon review of the ICD's data, it was noted that the patient had ventricular arrhythmias that were appropriately treated with anti-tachycardia pacing (atp) and several electric shocks. Reportedly, the first shock was ineffective and caused the ventricular arrhythmia to degenerate. In addition, the subsequent shocks were also ineffective. It was also noted that the shock impedance and the rest of the electrical measurements appear to be within normal range. No additional adverse patient effects were reported and patient is in good condition. The ICD system remains in service. Additional information was requested to the field representative. Additional information provided indicates the patient received atp therapy on ventricular tachycardia (vt) and it degenerated to ventricular fibrillation (vf), followed by nine shocks with no conversion of the patient's rhythm, which self-terminated with good patient condition after this event. In addition, it was noted by technical services (ts) that the patient could be at risk of no effective conversion during tachy therapy due to the right ventricular (rv) coil could possibly be located in a suboptimal position, and advised further investigation to verify appropriate system placement. Also, ts provided further recommendations related to the patient's clinical condition and several additional options, including possible reprogramming recommendations. Additional information provided indicates the right atrial (ra) and right ventricular (rv) leads were explanted and new leads were implanted on the left side of the patient. The ICD device was also explanted from the right side and re-implanted on the left side and remains in service. In addition, defibrillation threshold (dft) test was performed and the first shock was ineffective. The second shock was delivered and was effective, and the physician programmed the device with reverse shock configuration.